Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the case of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive spinal surgery at l4-5, l5-s1. It was reported that after removing the tap from the patient that 3-5 mm of the guidewire had broken off in the vertebral body. The broken piece was not retrieved from the patient. No additional patient complications were reported.